Event description:
It was reported that the vns patient¿s device was tested on (B)(6) 2014 prior to MRI and system diagnostic results revealed high impedance (impedance value ¿ 9662 ohms). The patient¿s device was subsequently disabled. The patient was referred for surgery but no known surgical interventions have occurred to date. No patient manipulation or trauma was reported. A chest x-ray was provided to the manufacturer for further review. The generator appears in the chest but its placement could not be assessed with the image provided. The filter feed-through wires appear to be intact. The lead connector pin appears not to be fully inserted into the generator connector block. Part of the lead was behind the generator and could not be assessed. No clear lead breaks or sharp angles were found in the parts of the lead that could be assessed. Based on the images provided, the cause of the high lead impedance is believed to be incomplete lead pin insertion.

Event description:
It was reported that the patient underwent revision surgery. The lead/generator connection was corrected and the high impedance resolved. No additional relevant information has been received to date.

Manufacturer narrative:
Brand name; corrected data: previously submitted MDR inadvertently did not provide the correct suspect device information. Model #, serial #, lot#, expiration date; corrected data: previously submitted MDR inadvertently did not include the correct suspect device information. Device manufacture date; corrected data: previously submitted MDR inadvertently did not include the correct suspect device information.

Manufacturer narrative:
Manufacturer reviewed x-rays of implanted device. Review of x-rays by the manufacturer revealed incomplete lead pin insertion.